Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated. Those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic acl repair, the surgeon was experiencing user problems with the rigidfix system. The surgeon observed metal shavings in the joint space after each use of 2 drill bits from the rigidfix cross pin kit. It is not known if all of the debris was removed; however, the procedure was concluded successfully without further issue or harm to the patient. See also associated MDR 1221934-2010-00063.